Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
Per user facility medwatch form, #(B)(4), during a laparoscopic partial cecectomy procedure the enseal trio 35mm would not seal. A second unit was opened which worked properly. There was no patient consequence. Device is not available for return.